Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2017 - 00528 , 3002806535 - 2017 - 00527, 3002806535 - 2017 - 00524.

Event description:
It was reported that patient was revised due to unknown reasons approximately 15 months post implantation.